Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 150 to 170 mg/dl. Blood glucose testing is performed twice times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on 10/21/2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 266 mg/dl and 280 mg/dl. The product is stored by customer in the den. The test strip lot manufacturer's expiration date is 12/24/2016 and open vial date is 10/07/2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.